Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-9808sj-45 devices were received for investigation. No damage was noted to the cables or distal tips of either wand. Each ar-9808sj-45 was functionally tested with an ar-9600 console, pad, and sample saline. The console was set to 15 cut, 15 coag for each device. Throughout testing, neither device was responsive. This event is most likely the result of fluid ingress into the handles, resulting in the observed malfunction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a tfcc (triangular fibrocartilage complex) debridement the surgeon attempted to use two arthrex coolcut wands, ar-9808sj-45 (lot 1909099). Both wands would not create energy at 15/15 cut and coag. The patient was grounded and lr saline was used. After the issue occurred the surgeon opted to do a repair and made a small incision and used a standard device from another manufacturer without issue.